Manufacturer narrative:
Corrected fields: d5, g2 additional information: event site contact person details: (B)(6), biomedical engineer event site postal code: 10310 the getinge field service engineer (fse) that encountered the reported issue during the preventative maintenance (pm) replaced the touchscreen assy to fix the issue and performed a full functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. Fse also found low helium notification and this issue needs to be inquire abroad to analyze the problem further later. The pm was completed and the unit can be used normally. If any pertinent information is received in the future, a supplemental report will be submitted.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. E1 initial reporter was shortened due to character limitations. The complete name is (B)(6).

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm), the cardiosave intra-aortic balloon pump (iabp) touchscreen didn't work. There was no patient involvement.